Manufacturer narrative:
The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The arterial line was pressurized with air and submerged in a water bath. The part immediately began to leak from the l shaped connector, and was not able to hold any pressure. The connector was visually inspected and it was found that the part was split along the seam in the part. Although, a definitive root cause could not be determined, this complaint has been confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the arterial sampling line leaked where the elbow attaches to the sampling manifold. No patient involvement as this occurred during prime. Product was changed out. Procedure completed successfully.